Event description:
The pt reported that for the past 6 months, every time she changes her insulin cartridge, her blood glucose values elevate into the 400-500 mg/dl range. Her normal range is 100-200 mg/dl. She did not report any symptoms associated with the elevated blood glucose values. The pt reported that she will administer a bolus and her blood glucose values will decrease. She stated that she does not change her tubing when she changes her cartridge. She also stated that when she changes her insulin cartridge and adapter, she will only prime 3-4 units of insulin through the system. The pt was advised that this is not enough insulin to prime the air out of the system and was advised to prime more insulin through the system. No medical treatment was received. No product will be returned.

Manufacturer narrative:
Product not returned for evaluation.